Event description:
A 190 olympus endoscope used for ercp(endoscopic retrograde cholangiopancreatography) procedure has a plastic cover that is placed on the tip of the scope. When the scope was being removed at the procedure's end, the plastic cover came off in the patient's mouth. This was reported at that time to have happened before with other patients in the past.